Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows partial view of the guidewire. The guidewire is noted to be deformed and stretched at the tip. Therefore, the investigation is confirmed for the reported guidewire deformed and stretched issues, and the investigation is inconclusive for the reported failure to advance, difficult to remove and physical resistance/sticking issues as the exact circumstance at the time of the reported event was unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a 38 year old female patient underwent a port placement procedure using powerport isp MRI. During the procedure, it was reported that the guidewire was allegedly failed to advance beyond 15 centimeters approximately. The attempts were made to retrieve the guidewire bit it was unsuccessful and it became stuck to the introducer needle. Additionally, external separation was not possible, and forceful separation was attempted. It was further reported that guidewire was allegedly found deformation and fraying. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a 38 year old female patient underwent a port placement procedure using powerport isp MRI. During the procedure, it was reported that the guidewire was allegedly failed to advance beyond 15 centimeters approximately. The attempts were made to retrieve the guidewire bit it was unsuccessful and it became stuck to the introducer needle. Additionally, external separation was not possible, and forceful separation was attempted. It was further reported that guidewire was allegedly found deformation and fraying. There was no reported patient injury.